Event description:
The following was reported to the hamilton medical ag: original complaint: this is our demo ventilator. During normal, ventilation sound was coming from back side of the ventilator checked o2 diss connector was connected properly and blower was also connected properly. Carried out service sw proximal pressure test failed and an unusual sound was coming from the ventilator backside from blower heat sink. Checked and found that the leak sound was coming from the blower heat sink joint. Needs to replace blower module. Complaint summary: leaking blower from the joint of heat sink.

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: failure mode description: leaking blower from joint of heat sink . Affected component: blower. Failure effect: sound comes from the back of the unit and proximal test fail. Unpleasant sound for the user. Root cause: blower leaking. Correction: replace blower.